Manufacturer narrative:
Patient ID: (B)(6).

Event description:
Elegance clinical study. It was reported that the subject had thrombotic occlusion of the right popliteal artery. Baseline rutherford classification was performed on the subject which revealed category 4 ischemic rest pain. The subject therefore underwent treatment with the ranger drug coated balloon (dcb) otw 5.0 x 200mm, 150cm as a part of the elegance clinical trial. The first target lesion was in the right proximal superficial femoral artery (sfa), right mid sfa, right distal sfa, right proximal popliteal artery, and the right mid popliteal artery extending into the right distal popliteal artery with the proximal reference vessel diameter 5.0 mm and the distal reference vessel diameter of 4.0 mm, with a lesion length of 450 mm and 100 percent stenosis. Prior to target lesion treatment with the study device, atherectomy was performed with a non-boston scientific (bsc) laser atherectomy device, followed by balloon dilation using two different non bsc balloon catheters. Treatment of the target lesion was performed with study devices, 5 mm x 200 mm, 5 mm x 200 mm, and 4 mm x 100 mm ranger dcbs. Following post dilatation, treatment was performed with a non-bsc cutting balloon, and the final residual stenosis was noted to be 10 percent. Four days after the procedure the subject presented with recurrent leg pain. A lower extremity arterial duplex scan revealed thrombotic occlusion of the right popliteal artery. The post index procedure showed total occlusion in the right proximal popliteal artery, right mid popliteal artery, and right distal popliteal artery, which were treated using a boston scientific thrombectomy device, followed by a different atherectomy device to debulk the occluded right popliteal artery. Subsequently, balloon angioplasty was performed using a different balloon along the entire length of the occlusion. The final angiogram revealed excellent dilation with no significant residual stenosis. The patient was subsequently discharged from the hospital on dual antiplatelet therapy.